Event description:
It was further reported that in (B)(6) 2011, the patient returned with in-stent restenosis of the mid segment of the lad. The mid lad was completely occluded with collateral circulation via faint left-to-left collaterals distally. Intervention including placement of another drug eluting stent was performed resulting in a dissection, which required a second drug eluting stent in the mid lad. Following the procedure, residual stenosis was 0% with timi 3 flow..

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and a reintervention. In (B)(6) 2010, the patient presented for the index procedure with stable angina and a positive stress test. One 2.25x24mm taxus liberte atom stent was placed in the mid lad (left anterior descending) with 10% residual stenosis and timi 3 flow. The patient was discharged one day post procedure on prasugrel and aspirin. In (B)(6) 2011, the patient was hospitalized with chest pain. Cardiac catheterization and an unspecified reintervention was performed. At the six month study follow up the patient was reported to be asymptomatic.